Event description:
Back surgery [back surgery] it doesn't hurt as much [pain during injection]. Case narrative: initial information was received on 20-mar-2023 regarding an unsolicited valid serious case from a consumer/non-hcp form united states. This case involves an unknown age female patient who had back surgery and injection didn't hurt as much with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The case was linked with (B)(4) (multiple device suspect used for the same patient). The patient's past medical history, medical treatment(s), and family history were not provided. On an unknown date, the patient initiated a treatment with hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) (lot number, expiry date, dose, frequency, route and indication). Information on batch number could not be requested. Reporter mentioned that her sister (patient) had used synvisc-one for years and couldn't take cortisone because it makes her blood sugar bottom out. The patient had a back surgery (spinal operation, onset; latency: unknown) and they gave her some type of cortisone in her back so she knows this bottoms out her blood sugar. Reporter made a general statement that if they use the ultrasound to assist with the placement of the synvisc-one injection it didn't hurt as much (injection site pain, onset; latency: unknown). Action taken: not applicable for both events. Corrective treatment: had a back surgery and not reported for injection site pain. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant for spinal operation. A product technical complaint (ptc) was initiated on 20-mar-2023 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 25-apr-2023 with summarized conclusion as no assessment possible. Additional information was received on 20-mar-2023 from other healthcare professional: ptc details and suspect strength added. Text was amended accordingly. Additional information was received on 25-apr-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.

Event description:
Back surgery [back surgery]. It doesn't hurt as much [pain during injection]. Case narrative: initial information received on 20-mar-2023 regarding an unsolicited valid serious case received from a consumer/non-hcp form united states. This case involves an unknown age female patient who had back surgery and injection didn't hurt as much with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The case was linked with (B)(6) (multiple device suspect used for the same patient). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient initiated a treatment with hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) (lot number, expiry date, dose, frequency, route and indication). Information on batch number could not be requested. Reporter mentioned that her sister (patient) had used synvisc-one for years and couldn't take cortisone because it makes her blood sugar bottom out. The patient had a back surgery (spinal operation, onset; latency: unknown) and they gave her some type of cortisone in her back so she knows this bottoms out her blood sugar. Reporter made a general statement that if they use the ultrasound to assist with the placement of the synvisc-one injection it didn't hurt as much (injection site pain, onset; latency: unknown). Action taken: not applicable for both events. Corrective treatment: had a back surgery and not reported for injection site pain. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant for spinal operation. A product technical complaint (ptc) was initiated on 20-mar-2023 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was requested and awaited. Additional information was received on 20-mar-2023 from other healthcare professional: ptc details and suspect strength added. Text was amended accordingly.